Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Initial telephone number: (B)(6). Other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from its pocket before implantation. No consequences for the patient, as the implant was already in place. Through follow up we learned that the lens came out of the eye unexpectedly after injection. There was a delay of under 15 minutes. Another iol was implanted. No further details could be obtained.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: aug 26, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint device was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge. The cartridge presented with no damage. The lens module was inspected, presenting with no viscoelastic residue or damage. Device assembly was inspected, presenting with no issues. The plunger rod advancement was inspected and no issues were identified. The lens was cleaned, presenting with cosmetic issues/scratches and damage on a haptic. The complaint issue "uncontrolled delivery" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.